Event description:
Healthcare professional, further reported, for left side a "breast seroma" via MRI. The device was replaced.

Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "according MRI... Implant rupture". This relates to unknown side. Device status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, h6. Device photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Double capsule: unable to observe as it is a medical event that is not related to the device.

Event description:
Patient reported "according MRI... Implant rupture". This relates to unknown side. Healthcare professional further reported for left side a "breast seroma" via MRI. The device was replaced.